Manufacturer narrative:
B1 report type correction. B2 outcome correction. H6 health effect - clinical code and health effect - impact code correction. H6 medical device problem code correction. Manufacturer's investigation conclusion: the reported event of the patient¿s batteries running out of power and the clock being reset to an incorrect date was confirmed via log file analysis. Review of the submitted log file revealed on 15feb2025 at 02:29:57, low battery advisory alarms activated due to routine battery depletion. The alarms transitioned to low battery hazard alarms at 04:29:30 and to no external power alarms at 04:58:51. The backup battery supplied power to the system during the loss of external power. The controller then lost total power and shutdown due to the backup battery power being depleted; however, the exact time was not recorded in the log file. The duration of the pump stop could not be conclusively determined due to the controller clock being reset to a default timestamp once connected to charged batteries. Yellow wrench and clock not set alarms were active until the clock was set to an incorrect timestamp of 01may2024 at 11:10:36. By the next event, the clock was updated to a correct timestamp of 15feb2025 at 12:58:46. The heartmate ii system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power and clock not set alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ addresses how to properly set the system controller clock. ¿the system controller has an internal clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11 volt lithium-ion backup battery.¿ ¿¿use the system monitor to reset the system controller clock. Make sure the system monitor clock is correct before relying on it.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to emergency department after having no battery power at extended care. It was noted that their batteries were dead. They stated there were no lights on the system controller when they started feeling bad and called out for help. New batteries were placed and the patient was transported by emergency medical services (ems) to the hospital. Device interrogation showed that pump off occurred and the controller clock was reset to wrong date. The emergency backup battery (ebb) read 8 months left. Log files sent for review captured low voltage advisory events on battery power on (B)(6) 2025 at 02:29 which progressed to low voltage hazard events on (B)(6) 2025 at 04:29 and 04:58. 14 volt battery power depleted eventually which enabled the ebb for a short time until that was depleted as well resulting in the pump stopping. The duration of the pump stop was unknown since the timestamp had been reset to default.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.